Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. The retraction problem was unable to be confirmed. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was completed using a starclose se device after an interventional procedure and hemostasis was achieved with the device. Reportedly, after the device was removed from the patient, for training purposes the sales representative wanted to show the physician the use of access ports. The dilator was inserted into each access port, however, it was not possible to free the thumb advancer from the locked position. Several unsuccessful attempts were made. The physician is reportedly in-training in the use of the starclose se device. No additional information was provided.